Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: h6: component code (annex g). Summary of event: as reported, during a ureteric stone removal procedure, a ureteric stone was captured using an ncircle tipless stone extractor. The surgeon attempted to release the stone from the basket, but the basket became stuck due to the size of the stone captured. A holmium laser was used to break up the stone while it was still in the basket. The extractor was removed from the patient and a nurse noticed a small break on one of the basket wires. A second ncircle extractor was used to remove the fragmented stones. While removing the stones, the surgeon saw a piece of the basket wire in the ureter. They went back into the ureter to remove the basket wire; however, they were unable to find the separated wire. An, approximately 4mm piece of the wire remained in the patient. The facility is unsure on what they plan to do to locate and remove the separated wire from the patient. No additional patient consequences were reported. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One of the complaint devices were returned to cook for investigation. The handle actuates basket formation. One basket wire is broken 6mm from the looped tip and there appears to be 3mm of wire missing. A document-based investigation evaluation was performed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records no other related complaints associated with device lot. Cook also reviewed product labeling. The product IFU, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded the user captured a large stone with the basket. The stone was too large to be removed. The user then used a laser to break up the stone, but inadvertently hit the basket wire with the laser, causing a section to separate from the device. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1 - (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteric stone removal procedure, a ureteric stone was captured using an ncircle tipless stone extractor. The surgeon attempted to release the stone from the basket, but the basket became stuck due to the size of the stone captured. A holmium laser was used to break up the stone while it was still in the basket. The extractor was removed from the patient and a nurse noticed a small break on one of the basket wires. A second ncircle extractor was used to remove the fragmented stones. While removing the stones, the surgeon saw a piece of the basket wire in the ureter. They went back into the ureter to remove the basket wire; however, they were unable to find the separated wire. An, approximately 4mm piece of the wire remained in the patient. The facility is unsure on what they plan to do to locate and remove the separated wire from the patient. The cook area representative requested that he be contacted once a decision is made. No additional patient consequences were reported.